Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a hardware removal procedure due to chronic knee pain. The patient had an accident with severe injuries on (B)(6) 2013. This was treated with ex-fix application to his knee right on (B)(6) 2013. On (B)(6) 2013 had surgery for bicondylar right tibial plateau fracture. Patient had an I&d on (B)(6) 2013. The hardware removal procedure was completed successfully with no surgical delays or patient harm. This is report number 1 of 6 for (B)(4).